Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 03-apr-2021. Section h-3: device evaluated by manufacturer: yes device evaluation: the sample was evaluated, and the lens was cut. The condition observed is consistent with a lens that has been explanted. There was not a specific failure against the device/lens reported, and it could not be determined if the condition of the lens is related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: gender: updated from no information to female describe event or problem: through follow-up, additional information was received confirming no complications, no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Account clarified iol dimension issues as significant refractive error. The explanted lens was replaced with the same model iol with a different diopter size. Patient status was reported as vision is 20/20. No further information is available. . If explanted, give date: updated from unknown to (B)(6) 2021. Medical device problem code (B)(4) is no longer applicable and was updated with health effect - clinical code (B)(4) . Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if explanted, give date: unknown as information was not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2021. Dimension issues. Attempts were made to contact the customer account requesting additional information regarding the complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). The iol was explanted due to complaints of dimension issues. No further information is available.